Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sticking mixers. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Falsely elevated troponin I results of 6.92 ng/ml and 2.15 ng/ml were obtained on two patients' samples. The results were not reported to the physician. The samples were retested and results of 0.028 ng/ml and 0.00 ng/ml were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sticking mixers.